Event description:
During the 14th annual symposium of congenital heart disease a physician presented a case involving a patient who underwent right ventricular outflow reconstruction. A gore-tex cardiovascular patch (0.6mm) was used in creation of the valve during the reconstruction. Following the procedure, the patient presented with moderate incompetence of the valve. A reintervention procedure was performed utilizing a catheter based valve.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was discarded, so no engineering investigation could be performed.